Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, would not calibrate downstream occlusion.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is intact. No evidence was found in event log. The reported problem was not duplicated during investigation. The upstream and downstream occlusion sensor is functioning properly. The root cause of the reported issue was not able to be determined. No actions were taken since no fault was found. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.